Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to date. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a 12 months follow-up examination, the vascular stent was found to be fractured in the sfa. No additional treatment was necessary. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that three stents had been placed in overlap in the sfa and that the stent in the most proximal position was fractured at the distal end close to the overlapping zone. The fractures were classified as multiple strut fractures. A complete circumferential fracture with axial displacement could not be confirmed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation as well as highly calcified vessels, overlapping stent placement, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, the stent was placed in overlapping technique, the lesion was pre and post-dilated and no difficulty was experienced during stent release. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." And "restenosis is a potential adverse event that may occur." Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that three stents had been placed overlapping in the sfa and that during a 12 months follow-up examination, the vascular stent in the most proximal position was found to be fractured. The fracture was identified as a stent fracture with mal-alignment of the components. A restenosis was identified at the proximal end of the stented section but no additional treatment was necessary. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, it could be confirmed that two stents had been placed in overlap in the sfa. As reported, three stents had been placed but only two stents were visible on the images provided. The stent at the distal end close to the overlapping zone was found to be fractured. The fractures were classified as multiple strut fractures. A complete circumferential fracture with axial displacement could not be confirmed. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation as well as highly calcified vessels, overlapping stent placement, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, the stent was placed in overlapping technique, the lesion was pre and post-dilated and no difficulty was experienced during stent release. On the basis of the information available, a definite root cause for the event reported could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." And "restenosis is a potential adverse event that may occur." Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that three stents had been placed in overlap in the sfa. During a 12 months follow-up examination, the stent in the most proximal position was found to be fractured. A restenosis was identified at the proximal end of the stented section. No additional treatment was necessary. There was no reported patient injury.